Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.3.2-20. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The navigation system then passed system checkout and was found to be fully functional. A software analysis was initiated, however, there was insufficient information to determine if a software anomaly contributed to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a cranial resection. It was reported that the surgeon felt 3-4mm inaccurate posteriorly with multiple instruments. The site stated that the entire head was within the yellow zone of accuracy after registration. There was delay of less than one hour before the surgeon decided to abort the case due to the placement of the tumor and needing accurate navigation. The site stated they would get a new exam of the patient and reschedule the case. It was reported that the surgery was aborted after an incision had been made. There were no other health consequences reported.